Manufacturer narrative:
(B)(4). Method: the device will not be returned for an analysis. The lot number was received and a review of the device history record (DHR) was conducted for the lot number reported. In addition, a use review was conducted. Results: as the device was not available for analysis, no device testing methods were performed. For this reason, results cannot be obtained. However, the DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. The instructions for use (IFU) specifies, that there are several factors that may affect the flow rate, such as fill volume, temperature, viscosity of the drug solution, pump position, storage time and external pressure. Per the IFU, "actual infusion times may vary due to the following: filling the pump less than nominal results in faster flow rate." It was reported that the pump was filled to 240ml. The IFU specifies, that the nominal fill volume for the easypump lt 270-132 is 270ml. Per the IFU, "when filled to nominal volume, easypump lt flow rate accuracy is ±15% of the labeled flow rate when infusion is started 0-8 h after fill and delivering normal saline as the diluent at 31 °c/88 °f against a back pressure of 40 cm of water." The IFU delivery time information, specifies an approximate delivery time for 250ml is 5 days/120 hours. The IFU delivery time information does not specify an approximate delivery time for 240ml. The IFU specifies, "when filled to nominal volume, easypump lt flow rate accuracy is ±15% of the labeled flow rate when infusion is started 0-8 h after fill and delivering normal saline as the diluent at 31 °c/88 °f against a back pressure of 40 cm of water." Conclusions: the device was not returned to halyard for evaluation, therefore we are unable to determine the cause for the reported event. Per the use review, as the pump was filled with less than the nominal fill volume, it is likely that fill volume may have caused or contributed to the reported incident of fast flow. The IFU delivery time table does not specify an approximate delivery time for the reported fill volume amount of 240ml. It was reported that no patient injury occurred in connection with the reported incident. Per the DHR, the lot met the process specifications, including the quality control acceptance criteria prior to release. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Event description:
The previous incident for the same patient was previously reported. Please reference: 2026095-2015-00058/15-00049(b). Fill volume: 240ml flow rate: 2ml/hr procedure: chemotherapy cathplace: right hemithorax infusion started: (B)(6) 2014 at 1520 infusion ended: (B)(6) 2014 at 0800. An international distributor reported that a pump's infusion ended sooner than expected. It was reported as "function - too high". The incident was described as, "the incident happened again in the same patient, with a pump of 5 days infusion of the same batch number." It was reported that no patient injury occurred in connection with the incident. The sample is not available for return.